Event description:
A customer reported they observed moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The field experience of backup vvi (bvvi) mode was verified via the programmer printouts returned with the device. However, when the bvvi was cleared in the field, all relevant data necessary to determine the cause had been cleared from the device's memory. Therefore, the cause of bvvi could not be determined. The device is within longevity performance. The device was tested on the bench and on the automated electrical test system. All device functions were normal.

Event description:
The device was found to be in a backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.